Event description:
It was reported that during a device interrogation the patient's right ventricular (rv) lead had failure to capture. It was determined the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: evolutr-29-c transcatheter valve, implant date: (B)(6) 2015. (B)(4).